Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to numerous short v-v intervals and non-sustained episodes of oversensing. Additionally, intermittent over and undersensing and high thresholds were noted. It was reported the patient was in a mitral valve surgery when the episodes occurred. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.